Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 22 mg/dl. The incident occurred after the customer accidently over bolused form their insulin pump. The customer's thought that their insulin pump did not deliver insulin when the bloused the first time so they performed a second bolus using 370 mg/dl as their blood glucose level at the time. The customer did not troubleshoot and did not send the product back for analysis.